Event description:
According to the reporter: occurred during an open right hemicolectomy. While using the fourth loading unit for the fifth firing, the stapler transected the tissue but did not deploy staples. As a result of the issue, stool leaked into the abdomen of the patient causing tissue damage. To correct the issue, a new loading unit was opened and worked fine. Patient status is alive, with injury.